Manufacturer narrative:
The incident device has been evaluated and a component failure was identified. This component failure was attributed to severe sticking of the device to patient tissue. Valleylab has found that if the jaws are not cleaned as instructed in the IFU, eschar can buildup and cause the jaws to stick to the sealed tissue.

Event description:
The report stated that the ligasure atlas handpiece would not cut the patient tissue, but that the tissue was tearing. This did not result in any bleeding, but did slow down the procedure. Then the jaws of the atlas came apart, but did not fall into the patient cavity. There was no patient injury.